Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to a diabetic ulcer. During the surgery, the customer had a heart attack. The customer's blood glucose levels were between 200 and 400 mg/dl at the time of admission. The customer had initially called to make sure that his insulin pump was still programmed correctly. Reviewed all programming and it was correct. Nothing further was reported.